Event description:
After medical review, this non-serious report has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Initial information for this unsolicited report (local reference number (B)(4)) was received on (B)(6) 2012 from a physician via sales force in (B)(4) regarding poly-l-lactic acid (sculptra). This case involves a (B)(6) female who was treated with poly-l-lactic acid for an unknown indication on (B)(6) 2011 (batch number and expiration date unknown). For each session, poly-l-lactic acid was diluted with 10 ml of sterile water and 0.5 ml of lidocaine. A total of 15.5 ml was injected the marionette lines, cheeks, malar, cheekbones and nasolabial areas. On (B)(6) 2011, the chin area was also injected. In (B)(6) 2011, the patient experienced 15 - 20 pea sized visible nodules. They appeared on the bilateral facial region, cheeks, rictus and marionette lines. The adverse event did not lead to permanent impairment of a body function or permanent damage to a body structure. According to the physician, the adverse event was prolonged. No biopsy was performed. No surgical intervention was required. The patient was treated with prednisone (dacortin) 30 mg/day initially and then 15 mg/day as maintenance. At the time of this report, the patient is recovering. It was noted this patient was previously submitted to other aesthetic treatments nos. No previous similar events were experienced after poly-l-lactic acid or with other products. No concomitant medications were reported. Corrective treatment: prednisone 30 mg/day initially and then 15 mg/day as maintenance. Action taken: unknown. Outcome: recovering. (B)(4). Complaint sample was not available. Additional information received on (B)(4) 2012: (B)(4). Additional information was received on (B)(6) 2011 from the physician: this case has been upgraded to serious based on the follow-up information provided. Patient's age and medical history were updated. Therapy dates, dosage and location of injections for poly-l-lactic, details of the event and corrective treatment were provided. The outcome was changed from not recovering to recovering.